Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the cause of the patient's sepsis was determined to be urosepsis. In order to resolve the motor stall, the patient had to be cleared of sepsis and transferred to another hospital, prior to pump replacement. The motor stall remained active at the time of the report. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine (100 mcg/ml at 60 mcg/day), bupivacaine (3.3 mg/ml at 1.98 mg/day), ketamine (166.6 mg/ml at 99.96 mg/day), baclofen (2000 mcg/ml at 1200 mcg/day), and morphine (4.2 mg/ml at 2.52 mg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs revealed that the pump motor stalled on (B)(6) 2018 at 16:14 with a stopped pump period may exceed tube set message on (B)(6) 2018. The patient was in a rural hospital in the ICU (intensive care unit) presenting with some withdrawal-like symptoms. The patient had increased spasticity. The patient was also septic and a blood test confirmed this. The patient was likely getting IV (intravenous) antibiotics, but the reporter didn¿t know exactly. They initially thought that the patient had missed a pump refill, but then confirmed the pump had a stall and 7.9 ml remained in the reservoir per the programmer. No further complications have been reported as a result of this event.